Event description:
Rt [respiratory therapist] found another defective anchorfast ett [endotracheal tube] holder. Unopened package contains device with facial adhesive not intact. Device pulled from stock. Lot #5l222. Manufacturer response for endotracheal tube securement device, anchorfast (per site reporter).